Event description:
Approximately three months post op, pt felt a "pop" in back when in flexion and it was found that a set screw had backed out at s1. There are no plans to explant at this time.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Unable to determine the cause of the event.